Event description:
The core impaction drill was sent in for repair because it was overheating during testing. There was no pt involvement, no adverse event was reported.

Manufacturer narrative:
The customer's complaint was duplicated during failure analysis; the device overheated during testing. Further investigation revealed a damaged rotor, core drive shaft and spindle housing. Damaged spindle housing and worn bearings were identified as the probable cause of the failure. Improper sterilization can cause damage to the bearings retainer and cause wearing and/or lubrication washout. As a result, the bearings do not rotate properly, causing increased friction between the moving parts; this can lead to increase heat production as described by the customer. The damaged parts were replaced, preventive maintenance done and the device was repaired and returned to the customer.